Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep also reported that there were no issues in subsequent surgeries. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
Patient identifier not made available from the site. A medtronic representative, following-up at the site, reported the surgeon was doing an open l2-s1 posterior lateral fusion with an l3-4 decompression. The surgeon's technique is drill guide, tap and screw. Took an initial spin and put in all the right side screws which showed perfect on the navigation system. The surgeon deemed being inaccurate when he switched to the other side and based on experience, decided to spin again to check screw placement. After another spin, it was found the l2 and l4 screws were lateral and we re-directed the l4 screw as it was totally out of pedicle. All the other screws were placed with second spin and after another confirmation spin, all screws were accurate and in place as the navigation system showed them. A second medtronic representative performed a tracker calibration verification and confirmed the navigation system was accurate within spec. A medtronic representative reported measuring 6.5 millimeters of lateral displacement between the probe in a screw head in the patient to where the probe was shown on navigation system. Revising the screw required an additional spin and took approximately 5 minutes. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy while navigating. No specific measurements, or further details, were provided. The surgeon completed the procedure with the use of the navigation system.